Event description:
In effort of pushing the resolution clip device out during the colonoscopy procedure, the clip deployed in the sheath of the scope. The second clip also failed. The case was not completed due to the event. The pt reported to be "ok".

Manufacturer narrative:
The device has not been returned. A device analysis is not available; therefore, the relationship between the device and the cause of the event is undetermined.